Event description:
It was reported that the right ventricular lead exhibited noise. The patient did no experience any adverse consequences. The capture and sensing values were good.

Manufacturer narrative:
(B)(4).